Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: received an open, unused sample without the aluminum part where the batch is printed. The open sample received has two sutures inside the pack as can be seen in the enclosed picture. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, this is an isolated unit it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Correction data: should read malfunction.

Event description:
Country of complaint: (B)(6). It was reported that there were two sutures inside the first pack.